Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 150 units of insulin. Reportedly, the customer did not properly remove the air from the cartridge. There was no impact to the customer's blood glucose level. Tandem technical support guided the customer through removing air from the cartridge, and the customer was able to load a new cartridge successfully.